Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7, noting cgm readings higher than a fingerstick and a postprandial rise to 308 mg/dl after eating pizza without announcing the meal, followed by a progressive decline as the system corrected. Symptoms included thirst without other reported symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included technical review of device performance based on user report and troubleshooting and education regarding cgm variance, calibration, and appropriate meal announcement. Investigation of this case revealed that the hyperglycemia was consistent with unannounced carbohydrate intake and that glucose values subsequently trended downward with ongoing automated correction. It was concluded that the event was user-related with cause unclear for any device malfunction and that the device operated as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.